Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had sterile water leakage during pre-test. There was nothing that the catheter came in contact with.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual: received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Upon visual evaluation no physical defects present. Inflated balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and upon inflation leakage was found present on pinhole present on the trifurcation site. Pinhole measured to be 0.013mm. Also received 4 photo samples: first photo sample shows top view of tray product packaging. Second photo sample shows top view of catheter and syringe used for reported event. Third photo sample shows end of the catheter with the balloon deflated. Fourth photo sample shows inflation cap on catheter. Therefore, the reported event is confirmed and does not meet specifications per ip7603444 rev 0 which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The labelling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Complete initial reporter facility name: kushiro rosai hospital, national institute of occupational health and safety. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had sterile water leakage during pre-test. There was nothing that the catheter came in contact with.